Manufacturer narrative:
F10: device code: 2203 = host tissue overgrowth, 1077. H3: examination of the valve in co's laboratory revealed host tissue over-growth had fused each commissure and encroached onto each cusp which resulted in stenosis of the effective orifice area. Calcification was noted in the right and left coronary cusps which resulted in multiple disruptions and incomplete coaptation and contributed to stenosis of the valve. X-ray analysis revealed calcification within the rigth and left-coronary cusps. Stent belly of the distortion was also noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to host tissue overgrowth. H6: 86 = x-ray analysis.

Event description:
This event was reported as device explanted, reason unknown. No further info provided.